Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply connections were evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The ground wire resistor connections were also reseated and the generator interface (gib) pcb battery was also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.